Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when they use their m4841a transmitter on patient information center (pic ix) the spo2 limits are missing in the patient sector at random. When this happens the pic ix has no settings to adjust high or low limits and will not receive any alarms from the telemetry device. The device was in clinical use during the event but no user or patient were harmed.